Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 464 mg/dl at the time of incident and the current blood glucose level was 460 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer reports insulin exits the tubing. The insulin pump will not be returned for analysis.